Event description:
The customer contacted corporate product surveillance regarding a dry mini cap issue. The home patient (hp) stated that after therapy, when they were trying to cap off their catheter, they were double checking the sponge and saw that the sponge lacked in the orange iodine color and was dry. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the home patient (hp) stated that she went to take the mini cap off of the transfer set and noticed that there was no iodine on her transfer set. The hp stated that she contacted her nurse who stated to keep an eye out for infection, but to contact baxter regarding the problem of no iodine. The hp stated that she has been doing fine and is really careful and looks at the minicaps now before placing them on the transfer set to make sure there is iodine in them.

Manufacturer narrative:
(B)(4). The sample was discarded; however, a lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. Root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.